Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard console (sn: (B)(4)) did not recognize the air trap and continued prompting the 'check air trap' error message" was confirmed during functional testing. The root cause of the reported complaint was the defective air trap sensor block. Per customer, the air trap holder was found to be wet, and it was cleaned and dried out. Therefore, the root cause of the damage to the air trap sensor block could be overflow of saline into the air trap chamber, likely caused by user mishandling. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. The defective air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for thermogard console with serial number (B)(4) was reported on (B)(6) 2017, and the air trap sensor block was replaced to remedy the issue.

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system (sn: (B)(4)) did not recognize the air trap and continued prompting the "check air trap" error message. Upon inspection, it was noted that the air trap holder was wet, and it was cleaned/dried out. However, the issue was not resolved. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.